Event description:
A surgeon reports that during intraocular lens (iol) implant surgery, he felt resistance in the injector as he attempted to insert the lens into the eye. He pulled back and then pushed the lens forward, causing the lens to shoot out too fast, tearing the iris. The injector was not approved for use with the cartridge used for the procedure. In a f/u, the surgeon reports the pt is doing well, but is reporting glare.

Manufacturer narrative:
The complaint sample was not returned by the reporting facility and not enough info was given to conduct a phr review. However, the lens model associated with this complaint, is not an approved model for the (d) cartridge. In addition, the customer also used and unapproved non-alcon handpiece. These actions are not per the dfu. Add'l info was requested 01/18/2008, 01/25/2008, 01/28/2008, 01/29/2008, 01/31/2008 by phone, mail and fax. A completed questionnaire was returned.